Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received, only a partial lead was returned for analysis. Internal insulation abrasion was found at 28.5cm to 29.5cm from the distal tip. External insulation abrasion was noted at 45cm from the distal tip, consistent with friction to the device's can. The rv conductor was compromised in this area.

Event description:
It was reported that the lead was explanted due to low sensing thresholds.